Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, spinal pain. It was reported that the insr antenna had a frayed cord, that the ins would shock the patient when they were attempting to charge their ins. The patient reported being without their ins because of not charging due to insr antenna shocking. A replacement insr antenna was sent. After receiving the replacement insr antenna the patient reported that they were unable to communicate with the insr, but were able to sync with the pp. The patient reported that the last successful recharge was approximately 2 months ago. The caller was redirected to follow-up with hcp for possible overdischarge. No additional patient symptoms, and no additional complications were reported for this event.